Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 4-nov-2016, a medtronic representative went to the site to test the equipment. Replacing the mobile view station (mvs) uninterruptible power supply (ups) resolved the reported issue. A system check-out was completed; the mechanical tests, imaging tests and safety inspection all passed, and the system performed as intended. The uninterruptible power supply (ups) assembly w/switch was returned to the manufacturer for evaluation, and no fault was found during testing. The returned ups powered up with the returned batteries. The returned batteries were charged for at least 6 hrs. Performed 5-minute load test; passed 6 min 52 sec. Installed new batteries and charged for at least 6 hrs. Performed 5-minute load test; passed load test 6 min 08 sec. Re-charged batteries for at least 6 hrs after load test. The ups functioned as expected.

Event description:
A medtronic representative reported that when the imaging system¿s mobile view station (mvs) is unplugged, it shuts down instantly, and the battery will not hold a charge. No patient was present when this issue was identified.